Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Customer alleged that the bed will not go all the way up. With looking at the bed the head deck is broken at the weld in the middle were the head motor attaches to the frame.